Manufacturer narrative:
No unresponsive button was noted and the buttons functioned properly. However, the insulin pump had moisture damage was noted on the keypad traces. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner and a scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump experienced keypad issues and that the numbers were moving on their own when inputting blood glucose and carbohydrates into the insulin pump. The customer's blood glucose was 250 mg/dl. While troubleshooting, the customer did not recall any significant events leading to the keypad issues. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.